Event description:
Rptr indicates that vns pat underwent generator replacement surgery due to suspected device malfunction. The pt reported that they felt as if the device was stimulating more ofter than it was programmed to. Device diagnostic testing was within normal limits, indicating proper device function. Review of device programming history did not reveal any abnormalities that would indicate device malfunction; however, it was noted that there were numerous magnet activations per day and for the 6th week there had been about 36 magnet activations per day. Treating neurologist was concerned that the pt may be having auras and swiping the device with their magnet without even realizing it. Additionally, it was reported that the pt wears the wrist-band magnet and gesticulates quite a bit when they talk. The pt was monitored with the wirst magnet on their bedside as opposed to being on their wrist. During the period of time that the pt was monitored while not wearing their wrist magnet, magnet activations were considerably reduced. At one point, the magnet was taken away from the pt and there were no magnet activations recorded during the time that the magnet was not available to the pt. The pt continued to complain that the device was stimulating when it shouldn't be, so the ncp pulse generator was replaced. Investigation to date has been unable to confirm proper device function.